Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, the patient underwent spine fusion surgery from vertebrae l4-s1 wherein rhbmp-2/acs was implanted. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, the patient complained of increasing low back pain, and associated radiculopathy and numbness in her lower extremities. Severe pain and symptoms ultimately led the patient to undergo revision surgery on (B)(6) 2008. Despite revision surgery, the patient continued to extreme and low back pain radiating to her hip and left leg. Patient experienced swelling in her left leg and the outside of left leg is numb. Patient could not sit, stand, or walk for extended periods of time, and patient lost the balance. Patient recently had a spinal cord stimulator implanted in an attempt to minimize her pain. These injuries prevent patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: severe degenerative disk disease l4-5, l5-s1. Patient underwent following procedures: anterior complete discectomy l4-5, l5-s1; insertion of cage 12mm, 5 degrees with bone morphogenic protein l4-5, l5-s1; plating l4-5; transabdominal approach to disk space l4-5 and l5-s1. As per operative notes,¿ we then used a permanent cage, 12 mm. 5 degrees, filled with bone morphogenic protein. This was tapped into place: found to be appropriately counter sunk, firmly seated and fluoroscopically verified to be in good position. After adjustment of retractors, we were able to expose the l4-5 interspace. This time, we again incised through the annulus, affected a complete discectomy under magnified vision. After appropriate removal of disk, I was able to place a 12 mm. 5 degree spacer and again fluoroscopically verified appropriate positioning. We then used a permanent 12 mm. 5 degree cage filled with bone morphogenic protein and tapped it in place.¿ non intra-operative complications were reported.